Manufacturer narrative:
(B)(4). Visual examination of the returned device found signs of repeated use and verified that the device is fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial left knee procedure, the impactor pad fractured while impacting the trial femoral component. It was reported that there was no patient impact and that no further information is available.